Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient had pain, swelling and discharge at post-op visit. The patient was hospitalized and given antibiotics; patient discharged from the hospital. The patient returned to the hospital with high white blood count and the device was explanted. There have been no reports of further complications regarding this event.